Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered. No communication with guardian link transmitter properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thump software. The suspend on low alarm and the alert on low function properly during testing. Pump. No communication anomaly noted. No unexpected alarms delivery during prime, basal or bolus delivery noted on download history file the unit p-cap / test reservoir locks in place properly. Unit received with missing serial number label. Unit was not confirmed for unexpected suspend, low sg, delivery anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a low blood glucose event and reported that the insulin pump was suspended. Troubleshooting was performed and it was found that the customer has treated the low blood glucose event with apple juice. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.